Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is the name of the procedure? The reports indicates the device could not be opened to reload. Please clarify was the device on tissue when it could not be opened? If yes, describe what was done to remove the device from tissue. Was there any damage to tissue? If yes, describe what was done to repair tissues. What was the condition of the patient following surgery - stable, discharged, critical - please explain.

Event description:
It was reported that during an unknown procedure, the device was used once and could not be opened to reload. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the clamping mechanism damaged. A tr45w cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reach on what cause the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.